Manufacturer narrative:
Investigation is in process but not yet complete. A follow-up report will be filed upon completion. Device not returned to manufacturer.

Event description:
It was reported that the patient underwent initial unilateral pedicle screw construct with interbody at 5-1, utilizing the s-lok pedicle screw system, on an unknown date. Approximately 6 months post-operative it was identified that the screw located in s-1 sacral had broken. Revision procedure was performed on (B)(6) 2015 to address the broken screw located in the s-1 sacral.

Manufacturer narrative:
Engineering review of the information provided, radiographs and a photograph of the broken screw noted that the screw broke approximately two thirds down the length of the screw with one third of the screw remaining in the sacrum. The cause for the breakage cannot be determined from the complaint but is likely due to the loading conditions, and the fixation that existed prior to screw breakage. Manufacturing history and lot specific complaint history review were not possible as the lot number was not available. This is a known risk of this procedure. The associated instructions for use (IFU) lbl-004-IFU surelok pedicle screw system states under potential adverse effects, "7. Device component fracture" and under warnings, "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury, and vascular or visceral injury".